Manufacturer narrative:
Visual inspection: it was confirmed that the tip of the torque wrench was fractured. The fractured piece was not returned. The torque wrench has the tip pin present. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the instruments IFU: incorrect maintenance, cleaning or handling may render the instruments unsuitable for their intended use, cause corrosion, dismantling, distortion and/or breakage or cause injury to the patient or operating staff. The life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The xia 3 surgical technique provides instructions on the use of the xia 3 titanium torque wrench: once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; ,standard and short. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. The device is over 9 years old and wear from the device's extended use most likely contributed to the event.

Event description:
It was reported that a xia 3 titanium torque wrench short tip fractured during final tightening. The fractured piece was successfully removed for the patient.

Event description:
It was reported that a xia 3 titanium torque wrench short tip fractured during final tightening. The fractured piece was successfully removed for the patient.